Event description:
During a review of a (B)(6) male patient's download, zoll lifecor customer support discovered the monitor needed to be replaced due to multiple fault flags found in the data. Support called the patent to discuss exchange of equipment. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (download flag issues) has not yet been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective charger. The patient was provided with a replacement battery charger.